Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00543. Follow up information received identified on (B)(6) 2019 surgical intervention was taken and a new additional lead was implanted beside the original lead. Postoperative, the patient reported receiving stimulation coverage in the pain / targeted area.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00543. It was reported by the pain nurse the patient was experiencing increased pain. Reportedly, the patient's scs system required more energy in order for the patient to feel any paresthesia. However, it was not possible to provide stimulation therapy to all of the patient's pain area anymore. A system diagnostics revealed multiple lead contacts with low impedances. X-ray taken indicated the lead slipped out of the ipg header. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00543. Additional information received identified surgical intervention was taken to reconnect the patient's lead back into the ipg header. Postoperative, the scs system impedance was within normal range, however, stimulation therapy on the patient's left side could not be achieved. Additional surgical intervention to revise the lead may be taken at a later date.